Event description:
A buddy wire was used during the insertion of the stent graft and sensor. While removing the guide catheter, the buddy wire was accidentally withdrawn. Upon reinsertion the buddy wire was located inside of the stent graft resulting in release of the sensor by the physician within the stent graft after the aneurysm was sealed. A snare was inserted and the sensor was removed from the patient. No additional sensor was placed.